Event description:
It was reported the pt had not been able to charge for an extended period of time due to his programmer and charger being stolen. The sjm rep met with the pt and confirmed that external devices cannot communicate with the pt's ipg. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.